Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was not confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented image problems. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.